Event description:
Product manufacturer reference number: 1627487-2019-04450. It was reported the patient experienced an episode of nausea which led to violent vomiting. Where in the patient stated experiencing faint paresthesia " little buzzing" due to lead migration. As a result, the system was explanted and had new leads implanted (B)(6) 2019. The patient has effective therapy post operatively.